Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a no delivery alarm during manual prime. Customer stated that about 20 minutes ago, he was getting a no delivery alarm although he had a full vial in there. Customer stated that he threw it away thinking it was an issue with the set. Customer filled a new reservoir but is getting no delivery during an attempt to prime the new set. Customer's most recent blood glucose was 112 mg/dl. Customer was advised to replace the plunger and manually push the plunger very slowly. Customer stated that the insulin did not exit the tubing. Customer ran a manual prime and the pump did not alarm no delivery with manual prime. Customer was advised that the changing the reservoir resolved the issue.